Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event unable to be confirmed due to limited information received from the customer. Review of radiographs identified heterotopic ossification along the greater and lesser trochanter, but no hardware failure. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #11-302124 arcos lateral troch bolt 24mm lot #533840; item #11-301303 arcos con sz c std 60mm lot #868210; item #11-302109 arcos troch button 25mm lot #7059440; 00800564632 acetabular cup for cemented use only ID 32 mm10 degree inclined face od cup with spacers 49 mm 64052179; 11-301015 arcos 15x250mm spl tpr dist 273530. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, approximately two (2) months post op the patient was revised due to dislocation. Additional information was requested, however none was available.